Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal debris. The devices were reportedly implanted for 64 months.

Manufacturer narrative:
Multiple sources have provided information on this event, with several variations in the dates of implantation and revision supplied to the manufacturer. It is therefore not clear at to the manufacturer which of these dates are definitive. The information supplied to the manufacturer is as follows: possible dates of implantation have been reported as: 2/9/2007, 7/4/2007, and 7/7/2007;possible dates of revision have been reported as: 6/25/2012 and 6/27/2012.

Event description:
It was reported that revision surgery was performed.